Event description:
A malfunction was reported on the customer's pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset. Following the reset, the malfunction did not recur, and the customer was informed to contact support if the issue happened again.